Event description:
It was reported that the ventilator stopped while in use on a pt. The nurse saw the pt waving their hand in distress, and restarted ventilation. The unit was replaced. No pt effect was reported. (B)(4).